Manufacturer narrative:
Follow-up #1: date of submission 9/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: cs 069 alarm reproduced at power up. The pump was unable to recover from cs69 after reboot. The cs 069 failure is defined as language file corruption while retrieving the language text.. The error is resident to flash chip (u39). Battery compartment crack below the bumper traveling toward the case seal. Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 069. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.